Event description:
It was reported in a service report that the safety bar did not function correctly and a cot dropped. It was also reported that the hydraulic cylinder leaked fluid. No adverse consequence alleged.

Manufacturer narrative:
Upon examination, it was determined that two springs did not meet spec in the safety bar, which may have inhibited the safety bar's ability to catch on the safety hook. The leaking hydraulic cylinders did not play a part in the alleged drop.